Event description:
The info provided to sjm indicated approximately one year postoperatively, the pt presented to the hospital and was found to have aortic insufficiency. The valve was explanted and replaced with another manufacturer's valve. During the explant procedure, white film was observed on the underside of a cusp. The pt was reported to be doing well following the explant procedure.